Manufacturer narrative:
Device passed the active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08600 inches. No blank display during testing. Pump monitored for 24 hours and no unexpected test battery in battery tube overheating noted. However, device had unexpected pump error 68, pump error 49, pump error 23, unable to vibrate during self test and high sleep current measurement due to moisture damage on the electronic assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the insulin pump continued to be hot after previous troubleshooting was done.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery of insulin pump was explode and insulin pump was no longer use even if she inserted a new batteries. The customer¿s blood glucose was 290 mg/dl. Customer mentioned that it was happened during her hospitalization because of heart surgery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.